Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD)  reached elective replacement indicator (eri) earlie r than expected. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #the device was returned and analyzed. The device met 81% of expected longevity. Without the history of the programmed settings throughout it's service life, there is no way to determine why the longevity did not match the predicted model. We did receive performance data collected from the device and have analyzed the data. The time of recommended replacement time (rrt) was (B)(6) 2012 with the rrt of less than or equal to 2.61 volts. The weekly battery voltage trend data showed minimum battery equal to 2.62 to 2.61 volts between (B)(6) 2012-09-20 and (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.